Event description:
A report was received that the patient was experiencing pain behind the knee with or without stimulation. Lead migration was confirmed by x-ray. The patient underwent a revision procedure and the pain was gone post-operatively. No device malfunction suspected.